Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a pulse field ablation procedure, a faradrive steerable sheath was selected for use. The physician was performing transeptal puncture (using non-boston scientific device) which was challenging under transesophageal echocardiogram (tee), thus he decided to perform it with intracardiac echocardiography (ice), which was equally difficult. The puncture was difficult due to the patient's anatomy, as the septum was not clearly visible under transesophageal echography. The transseptal punctured once and the non-boston scientific guidewire ended up in the pericardium. No issues with the faradrive sheath during the puncture. Transesophageal echography (eto) and transthoracic echography (ett) were done and the patient was monitored in the hospital unit. The patient remained stable throughout this event. There was no drainage in the operating room. The patient was later on discharged. The device is not expected to be returned for analysis (discarded). He was released from the hospital at the end of last week.